Event description:
The customer reported that the sys failed to provide the live lateral image. No pt or user injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The high voltage cable was evaluated. However, no conclusion can be drawn as repair info is unavailable and no add'l svc info was provided.